Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and checked system for any other damages, no found. Verified no power to gen bd. Verified that ds1 on charge-discharge bd is not lite, verified voltage across the two bus bars are less than 2vdc. Replaced ps1, adjusted ps1 from 4.89 to 5.10vdc. Verified proper system function. Grabbed system & gen logs. Performed system checkout, device rts. B01,c02,d02,g02027 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported unable to take exposure and the generator was rebooting. Hard reboot resolved the issue but issue remains intermittent. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
H2: the powersupplyps1 was returned to the manufacturer for analysis. Analysis found unable to confirmed reported complaint. "Unable to expose." Installed ps1 in test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.28vdc. 2d and 3d images were successful b01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.